Manufacturer narrative:
The sample has been returned, and the eval is currently underway. No reported injury to the pt.

Event description:
It was reported that following a tips procedure, the doctor removed the pta balloon and it was alleged that some of the fibers were shredded. The physician was declotting a covered stent and did not exceed the rbp. He had to use another pta balloon to complete the procedure. No reported injury to the pt.